Event description:
Adm after [repl syst controller] alarm. Episodes of low flow, pump stops. Continuity test: 2 wires not functioning properly. Emergently replaced pump after 2 red alarms w/ pt on batteries.